Event description:
The patient reported charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation and the problem was confirmed. Explant surgery has been recommended.

Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. The patient likes stimulation they are receiving and does not wish to be explanted. This is the final report.